Manufacturer narrative:
H10: the actual device was not available; however, two photographs were provided for evaluation. A visual inspection was performed on both photos and due to areas of diffusing light from the bag surface, the visual inspection was unable to identify the reported issue of a clear particle. Due to the nature of the sample, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6), e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small clear particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.